Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an internal corrosion. There was no patient involvement and no patient harm/no adverse event reported.

Manufacturer narrative:
D9: date returned to mfg 5/6/2024. One device was received for evaluation. Visual inspection found that fluid was contaminated deep inside the pump and contaminated multiple components. Functional testing was able to duplicate the issue. The reported cause was fluid contamination in aggression. No repairs were performed. The device was beyond economical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.